Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had repeated flow interruptions when infusing through the return lumen of a dialysis line due to pressure sensitivity and stopped flowing repeatedly, requiring an increase in pressure settings to maintain flow, with noted blood backflow into infusion line during delivery, the pump pressure level of low had to be increased to high in order to maintain flow, but no device defect identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: device event logs show that a continuous calcium chloride infusion was initiated on 30-mar-2026. At 02:29, the downstream pressure limit setting was changed from low to high. No downstream occlusion alarms, pressure alarms, flow interruption alarms, or device faults were recorded before or after this adjustment. The infusion continued with multiple user-initiated rate changes and was manually stopped after approximately 817 ml had been delivered. Review of the available event logs did not identify evidence of device malfunction or pressure-related alarm conditions during the reported infusion. Should additional relevant information become available, a supplemental report will be submitted.